Manufacturer narrative:
Concomitant products: product ID 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient had a device explant due to infection. The reporter was notified by the health care provider (hcp) on (B)(6) 2013 that an infection was suspected, and then the infection was confirmed and device explanted on (B)(6) 2013. All device components were removed. Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that perioperative antibiotics were administered. The infection onset/diagnosis was on (B)(6) 2013. The patient experienced redness and swelling. The location of the infection was the device pocket. A culture was obtained from the device pocked and revealed very light growth of (B)(6). Oral and intravenous antibiotics were administered. The infection resolved.